Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event information. Should new relevant information become available, a follow up report will be submitted.

Event description:
Received information stating customer received a low blood glucose reminder. Customer was unable to clear the alert. Reportedly, customer's blood glucose level was impacted (201 mg/dl). During troubleshooting with tandem technical support, the alert was cleared and insulin was resumed successfully.